Event description:
The shock impedance alerted to an out of range reading >150 ohms. The shock impedance has fluctuated between 105-120 ohms in the last three months. Other lead trends are stable and within normal range. Low amplitude noise has been seen on the ff channel since implant. Full lead evaluation recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.